Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation and creases. A weight test of the device was verified and the device was within specification. Bubbles observed after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture). The reason for reoperation is an exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.